Event description:
The patient reported that the adhesive pad did not stay attached to the body, and sharp pain was experienced while wearing v-go device on days when the device became detached from the body. Patient has been using v-go device for about two years and was tbl trained at the office of her health care provider. Patient reports that on or around (B)(6) 2021 she began having v-go 40 devices become detached from her abdomen area and this caused a sharp painful sensation as well as bruising and small puncture wounds. This has occurred about 5 separate times according to the patient and typically resolves in a few days since (B)(6) 2021. Patient reports that there is no interference with clothing, or increased exercise and proper fill, wear, and go procedure is always followed. Patient discarded the v-go devices .